Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
(B)(4) = pannus ingrowth. Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to recurrent aortic stenosis with leaflet calcification. According to the operative report, the patient developed significantly increasing shortness of breath as well as chest pain and dyspnea on exertion. The patient was found to have progression of circumflex stenosis as well as severe prosthetic aortic valve stenosis; therefore, he was brought to the or for aortic valve replacement. Upon inspection, the bioprosthetic tissue valve did have significant pannus ingrowth over the struts of the valve onto the leaflets. There was also significant calcification of the leaflets as well as large collection of calcification at the commissure of the left and noncoronary cusps. The valve was replaced with another edwards bioprosthetic valve. Transesophageal echocardiogram of the new valve showed the leaflets freely mobile. There was no aortic incompetence and no significant gradient across the new valve. The patient tolerated the procedure well and was in stable and good condition.